Event description:
It was reported that during a cholecystectomy procedure, the clip did not feed to the jaw properly and it fell out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.